Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the charge lamp on the battery module was not illuminating. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
Eval is in progress, but not yet concluded.